Manufacturer narrative:
(B)(6) 2021. The authorized service personnel (asp) confirmed the unit was not in use on patient. The issue was discovered during the course of the presentation training. The asp replaced the gas delivery system (gds) to address the reported problem.

Event description:
The customer reported that the ventilator was unable to stand by and parameter detection is not accurate. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.